Event description:
Patient's IV in left hand appeared dislodged. When flushed, IV leaked normal saline. Dressing removed and IV plastic inner cannula was not attached to IV hub. Ultrasound was ordered. Inner cannula was confirmed in left hand arch on ultrasound; surgery performed on patient for removal of inner cannula. Diagnosis or reason for use: patient admitted to receive care.